Event description:
It was reported that the 9600+ system locked-up during a case. The system worked after reboot. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to change power supply on mainframe and tech processor board. Components replaced. The system was tested and found to be working as intended and placed back into service.